Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display and it was not tuning on. The customer's blood glucose was unknown at the time of incident. The customer tried changing the battery, but the none of them worked. The battery cap was not damaged. The customer was advised to restart the insulin pump. The device is not expected to be returned for analysis.